Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Suction arm loosened, leaky. Operation channel buckled. Ccd out of focus. Poor repair quality. There was no report of patient harm. The time of event is during inspection.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-54449) which was submitted. Therefore, MDR (9610877-2022-00509) filed on june 3, 2022 is considered a duplicate report.